Event description:
Information was received from patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient felt that he did not feel his device was recognizing when he went from upright to lying right position. The patient stated he thought this because of what he was feeling and by double checking with the patient programmer (pp). The patient also stated when he went to make an adjustment it did not seem to want to stay after waiting 3 minutes. Patient programmer displaying correct position. Product service specialist (pss) walked the patient through changing amplitude for both p1 and p2 when upright and lying right and remaining in positions for 3 min. The correct amplitude shown for current position was seen. The patient stated that when upright their programmer showed p1-1.20 and p2-1.40. The patient stated they were trying to get p2 to 1.20v but it did not change. Pss reviewed patient programmer would not save just one program and not the other so it appears the patient never changed p2. Patient also stated when lying right his adjustment to p1 to 1.20v and p2 to 1.40v is showing correctly. After troubleshooting the patient's stimulation was comfortable in the position patient needed and the stimulation where or at the level the patient needed. Pss reviewed transition time with the patient. Pss reviewed the patient may not have been waiting long enough between position change for it to register. The patient also reported that when they went to bed the previous night the device hit him with the high settings he has for upright. However, the patient stated if he goes to the left side and flat on the back it works fine. The patient reported that they thought something was wrong with device because the patient went 3 weeks without charging the device and the device has only depleted 1/4. The patient stated they normally need to charge the device every other week. The patient stated that the manufacturing representative (rep) checked the device and thought everything looked ok. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the changes made to their device programming may have led to the issue of the therapy/amplitude not changing with positions. No further complications were reported or anticipated.